Event description:
Report received from the USA stating that the device was "stuck inside the drill." The event occurred in the operating room. Also, the serial number provided is incorrect therefore ownership cannot be verified. There was no pt involved. It is unk whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.